Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right seroma. (B)(4).

Event description:
It was reported from USA that a (B)(6)-year-old asian female patient underwent revision breast augmentation with mentor medical devices (350 cc mentor memorygel breast implants on both sides, date of implant (B)(6) 2018) experienced left breast capsular contracture; baker grade IV, infection, surgical intervention and bilateral late onset seroma. The patient underwent bilateral explant, and replacement with catalog number 3503251bc; serial number (B)(4) on the right side and with catalog number 3503251bc; serial number (B)(4) on the left side on (B)(6) 2020. As per the operative report, the patient developed a late onset seroma of the left breast and a baker grade capsular contracture causing her left breast displaced and to be rock hard. She did have the left breast seroma aspirated by radiology and did have subsequently a left breast infection. The seroma fluid was sent for cytology to rule out alcl. During surgery, a small right breast seroma was encountered. The right breast seroma fluid was sent to cytology to rule out alcl as well. Follow ups are in progress to obtain the results of the testing. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6), 2023, mentor became aware that patient experienced bilateral capsular contracture baker grade IV. Updated event description has been added under b3 on this form. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, and late onset seroma this supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from USA that a 48-year-old asian female patient who underwent breast implant surgery with mentor medical devices (sm mpp gel 350cc, date of implant may 16, 2018) has experienced left breast infection complicated by late onset seroma which required aspiration. And bilateral capsular contracture baker grade IV. The patient underwent bilateral explantation and replacement with catalog number (B)(4); serial number (B)(6) on the left side, and with catalog number (B)(4); serial number (B)(6) on the right side on (B)(6), 2020. As per the operative report, the patient developed a late onset seroma of the left breast and a baker grade capsular contracture causing her left breast displaced and to be rock hard. She did have the left breast seroma aspirated by radiology and did have subsequently a left breast infection. The seroma fluid was sent for cytology to rule out alcl. During surgery, a small right breast seroma was encountered. The right breast seroma fluid was sent to cytology to rule out alcl as well. Follow ups are in progress to obtain the results of the testing. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Should more information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
On may 17, 2023, mentor became aware that incorrect right side replacement serial number (B)(6), was reported. The correct serial number is to (B)(6). This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). Right replacement device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).